Event description:
Patient here today to have her nova max glucometer check, reports that her meter doesn't register results, gives her a letter x, when checking patient's test strips with clinic meter using control solution, results were out range 564 mg/dl, control ranges 82-127 mg/dl, found test strips defective, checked glucometer and working properly, patient was given rx for new test strips and instructed to report to the pharmacy for new test strips, safe storage of glucometer/test strips reviewed with patient with handout provided patient verbalized understanding, defective test strips lot #1021316111, exp 04/30/2018. Diagnosis or reason for use: diabetes. Is the product compounded: no. Is the product over-the-counter: no.